Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive on the lighting lens failure was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, some of the wires constituting the forceps elevator wire are cut or frayed on the evis lucera duodenovideoscope. Inspection and testing of the returned device found the adhesive part of the lighting lens was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to the elongation of the angle wire. The curved rubber adhesive part was missing. There was discoloration on the forceps base. The adhesive part of the lighting lens had come off. Discoloration of the operation part was recognized. The illumination lens was chipping. The insertion tube, the tip cover, the operation part, the insertion part, corrugated tube oredome, the switch box, the operation unit cover, the grip, the universal cord, the scope connector side oredome of the universal cord, the scope connector, and the right/left angle fixing knob were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.